Event description:
During the pvc procedure, when the catheter was attempted to be removed from the sheath, the catheter became stuck. The catheter was eventually removed, and it was noted that the catheter had damage, the coating had been pulled back or torn on the distal end. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing of splines a and d were corrugated and torn, exposing the internal components. The product instructions for use (IFU) warns do not use force to advance or withdraw catheter when resistance is encountered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the removal difficulty and device entanglement is consistent with not following the instructions for use.